Manufacturer narrative:
Device evaluation has been completed. The h11 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness, headache, inflammatory response, and reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally during that findings: 0 errors logged. Pil was unable to get care orchestrator information from device. Product investigation laboratory observed the following from an external and internal inspection: dust-like contamination at the air inlet of the blower box. Dirt-like contamination on the ui panel. Dirt-like contamination on the inside of the humidifier. Dirt-like contamination on the isoport of the humidifier. Missing water tank of the humidifier. White foam in the blower box. Product investigation laboratory initiated therapy with the device and verified airflow, using a known good product investigation laboratory supplied power supply and power cord. Product investigation laboratory disassembled the device and then reassembled the device. In box d: device avail. For eval? (Rfb), date returned (rfb) has been updated. In box g: date received by mfg (rfb) has been updated. In box h: device avail. For eval? (Rfb), device eval. By mfg?, (device) problem code. Grid, evaluation method code grid, evaluation results code grid, conclusion code grid has been updated.

Manufacturer narrative:
H3 other text : device not returned to manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging eye irritation, nose irritation, dizziness, headache, inflammatory response, and reduced cardiopulmonary reserve. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. No patient information was provided. No additional information can be requested at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.